Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). Concomitant medical products: unknown nexgen femoral component, catalog #: ni, lot #: ni. Unknown nexgen tibial component, catalog #: ni, lot #: ni. Unknown nexgen articular surface, catalog #: ni, lot #: ni. It is unknown at this time whether the product will be returned for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient experienced an intraoperative patella longitudinal fracture while components were being removed from the joint. No intervention solely for treatment of the fracture was reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.